Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. What is the procedure name? Total knee/hip arthroplasty. What is the procedure date? Throughout december 2022. What date did the reaction occur on? 2 weeks post op. What does the reaction look like and how large of an area does the reaction cover? Reaction within border of mesh, really red, blistering, pain, itching. Do you have any pictures of the reaction? No. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? Oral therapy with benadryl or steroids (and removal) medrol dose pack or otc antihistamine. What is the most current patient status? Some patients have hyperpigmentation and scarring. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Please clarify which patient event(s) required oral steroids as treatment? Please clarify which patient event(s) required medrol dose pack as treatment? Please clarify which event(s) resulted with hyperpigmentation and scarring. Please provide the source or name of person providing answers to follow-up questions above. No product is available for return. The single complaint was reported with multiple events. There are no additional details regarding the additional events. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown orthopedic procedure on an unknown date in (B)(6) 2022 and topical skin adhesive was used. About 2 weeks post-op to procedure patient presented with skin reaction . Reaction within border of mesh, really red, blistering, pain, itching, scarring and hyperpigmentation. Treated with removal and steroids medrol dose pack. No device return. Additional information has been requested.